Event description:
It was reported, "pt was experiencing excessive knee pain. The event was considered moderate and it was uncertain if it was related to device. An epidural injection was administered in 2007 however the event remained unresolved.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.